Event description:
The user facility stated that the suspect device lost a pt result. A nurse logged the result in the pt chart in 2004, 8:42am inr 3.6. The device was offered to be replaced for eval and the site refused the replacement. The reporter didn't know if it was a malfunction of the device or an employee error.